Event description:
It was reported that the pump powered off without user intervention. A family member reported that the battery was replaced and the pump emitted audible tones with a blank display screen. At the time of the contact with animas, he said that there are no audible tones or no visible display. He stated that he has tried two new batteries without success. The family member noted that the battery cap is secure, intact, and recently replaced (< three months). He denied trauma to the pump or water exposure. The family member reported that the patient's blood glucose at the time the issue was discovered was 360 mg/dl without symptoms of hyperglycemia. The patient was placed on a back up pump for insulin delivery and reported no further issues with blood glucose excursions. The complaint is being reported because there is a possibility that the alleged malfunction might result in an adverse event if it were to recur.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no damage was observed to the battery compartment or cap. The battery cap was secured with no o-ring visible. The pump booted appropriately to the verify screen. The pump was exercised for 24 hours without interruptions. The pump alarm history indicated eaw 54-001 alarm warnings however, the alarms were not duplicated during testing.